Event description:
Reporter indicated that vns pt experienced device migration and neuropathy following generator replacement surgery. It was reported that implanting surgeon was supposed to secure the replacement generator more toward the pt's midline and away from the armpit; however, the replacement generator has reportedly migrated back toward the pt's armpit. Additionally, treating surgeon believes that a nerve might have been damaged during the generator replacement surgery because the pt is now experiencing pain the the arm and loss of mobility of the arm. The pt underwent revision surgery approx 19 weeks after generator replacement surgery to reposition the generator, after which she is reportedly doing well. A steroid injection was administered into the affected nerve.